Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't charge) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse events occurred due to the damaged battery.

Event description:
A us distributor reported that a patient's battery was unable to charge.